Event description:
Intl ((B)(6)) ansm agency notification rec'd reporting pt incident involving one p2461 orbit device. The ansm report translated description of the incident is as follows "cannula has broken and the needle has remained under the skin; pt has gone to the hosp to remove it by surgical intervention... Physicians at the hosp has removed it". Although requested no additional usage info or device return status provided.

Manufacturer narrative:
Investigation: (B)(4). The lot build record review of the applicable component (cannula needle) show this to be a purchased item that is compliant with iso 9626 standard. Conclusion: the involved device was not returned for analysis and confirmation. The exact cause(s) of the reported incident remain unk at this time. Mfg lot build record review performed.